Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint. The unit would not start. Only the main cooling fan ran when powered on. A visual inspection revealed a transformer with a brown color to the primary windings. No other visual observations were made. The smoke seen by the customer was likely from the transformer when the primary windings opened.

Event description:
The dealer set the unit up and was instructing the consumer on how to use the unit. When the dealer unplugged the unit, it started smoke, alarm and shut down. No injury is alleged.